Event description:
Olympus was informed that during a transurethral resection of the prostate (turp) procedure, the tip of the device fell off approx 30 minutes into the procedure. The intended procedure was said to have been completed with a different but similar device. There was no pt harm reported.

Manufacturer narrative:
Olympus followed-up with the user facility to obtain add'l info regarding this report. The user facility reported that the referenced device was used in conjunction with an olympus ues-40 generator of which the default setting was utilized. The user facility reportedly did not know as to whether or not the tip of the referenced device had been broken off inside of the pt's body cavity or had it been retrieved. The device referenced in this report was returned to olympus for eval. Visual insp of the device found the loop wire detached at both sides of the yellow and blue protector sheath section and it was not returned. The device had been forwarded to the original equipment MFR for further eval, and this report shall be supplemented if add'l and significant info becomes available. This report is being submitted as an MDR in an abundance of caution.